Manufacturer narrative:
The biomed replaced the power management and battery to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Report date: (B)(6) 2021. There was no patient involvement.

Event description:
It was reported to philips by a customer that the unit will not run on battery. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed stated the battery charging led flashes and fan cycles in rhythm with the led. Rse advised the biomed the battery may be very discharged and to let the unit charge overnight. Rse stated that if this does not resolve the issue, then try swapping in a different pm pcb. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.